Event description:
Event description guidant received information that this ventricular lead was electively explanted at a routine pacemaker changeout procedure, as the lead went back into the atrium. The physician chose to implant a new lead.